Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated, he was hospitalized for high blood glucose and the reading was 480 mg/dl. The customer stated, he changed the infusion set the night before he was hospitalized. The customer stated, he has experienced high blood glucose levels at night for the past two weeks. The customer also stated, he gave himself manual injections, but the blood glucose did not drop very much. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime test. Nothing further was reported.